Manufacturer narrative:
Although it is unknown if the device led to the event, we are filing this report for notification purposes. Allergic reaction, acne, worsening of asthma. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
Implant date: (B)(6) 2010 (month and year valid) it was reported that on an unknown date, post-op, patient suffered with severe scalp acne, allergic reaction and worsening of asthma. Patient stated she was aware of nickel allergy prior to the surgery.